Event description:
It was reported that lead connection to the ICD was difficult. The measurements were normal once the lead was in the pocket. The patient's condition was well after the procedure.

Manufacturer narrative:
(B)(4).